Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, over infused. It was reported the pump finished infusing much earlier than expected. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).